Manufacturer narrative:
Additional information: d6 - explant date unknown. B5 - the reporter indicated that the surgeon implanted a 12.6mm vticm512.6 implantable collamer lens of a -5.0/4.0/091 (sphere/cylinder/axis) into the patient's eye. Lens rotation was reported. Lens was explanted. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a specimen cup in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm512.6 implantable collamer lens of a -5.0/4.0/091 (sphere/cylinder/axis) into the patient's eye. A possible lens explant is scheduled.